Event description:
On 04/08/1999, the facility's surgery buyer informed the MFR's (MFR) sale rep of the following: the end would not let fluid thru when first opened. She got it to put fluid out sideways at the end. On 04/13/1999, the MFR's rep contacted the facility's surgery buyer for clarification of the lot number and some additional info. When asked what fluid she got to pass thru the device, she stated all she had was grapefruit juice. She had difficulty when first attempted with the result of the grapefruit juice coming out the side of the device. No further details were provided.